Event description:
It was reported by the customer that although the puncture was easily performed, the user noted the spring wire guide (swg) was damaged (unravel). There were no reported pt complications. Further details are being pursued. Add'l info received on 04/14/2009 stated that the event involved a (B) (6) female pt with a right subclavian vein insertion site. The difficulty was encountered upon removal of the swg. As a result, a new catheter was placed successfully.

Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.